Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4).. (B)(6). Review of the most recent repair record determined that the motor would intermittently function, the needle bearing was worn, the washer was missing, the ball bearing was damaged, and the unit was out of calibration. The unit was recalibrated, and the bearings, motor, plug harness, washer, thickness control shaft, and switch were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device was not powering on. Did not occur during a surgery. Evaluation of the device later revealed that the motor was running intermittently. No adverse events were reported as a result of this malfunction.